Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "leaky cassettes" (leak); "priming issues" (failure to prime). A nurse reported trouble with leaky cassettes and priming issues. The nurse expressed concerns with the cassettes, as this has occurred more than once. There was no pt injury reported. This is the 2nd of two reports being filed for this facility.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The rep did find that 1 of the 2 cassettes that were saved was leaking at the point where the bottle line attaches to the bottom of the cassette. The cassettes were sent in for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).